Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while attempting to load a 13.2mm vicmo13.2; -16.0 diopter implantable collamer lens; intended for the patient's left eye (os); the lens had folded in the cartridge and then tore in the injector. There was no patient contact. A back up lens was used. Cause of the event was reported as unknown and noted there was device causality.